Event description:
It was reported that the user¿s infusion set cartridge was not locked in place during a fill, resulting in the cartridge disengaging and the infusion set being deployed incorrectly with visible drops at the end of the pitchfork while the short adhesive segment was already on the body. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included successful resolution through troubleshooting and education with resumption of insulin delivery. Investigation included guided troubleshooting by support and user re-education on proper priming to ensure the full tubing length is filled. Investigation of this case revealed user technique error related to improper cartridge locking and infusion set handling. It was concluded that the event was attributable to use error, and the device functioned as intended after correct setup and priming.